Event description:
PICC line on a neonate was inserted on (B)(6) 2014. Swelling was noted in the chest area. It was noted that the infant was restless and irritable. The PICC line was discontinued."

Manufacturer narrative:
A review of the device history record for the complaint lot showed that the product was manufactured according to specifications and documented procedures. No product has been returned for evaluation as (B)(4) 2014. The root cause of the complaint cold not be determined because the complaint device was not sent back for evaluation. The issue reported in this complaint may be due to improper placement of the catheter or improper securement of the catheter which could result in catheter migration. Further info regarding this incident was requested from the but not received. Catheters are 100 percent inspected at various stages during the manufacturing process for any damages that may affect the performance of the product. A pressure test is performed on all catheters during manufacturing to ensure they can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity.